Event description:
The user facility reported that water was leaking from their amsco 600 sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found the main water feed line to the vacuum pump separated at the crimp fitting. After further inspection, the technician found the crimp was damaged. The technician replaced the hose, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.